Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) ranging between 387-388 mg/dl and diabetic ketoacidosis (dka). A correction bolus was delivered and a 200% temporary basal rate was set to address bg/dka. Customer alleged cause of bg/dka was due to pump not delivering insulin. Customer was released from the hospital one day later.